Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was in the 500s (mg/dl) and was treated by administering manual injections. Reportedly the customer reverted to manual injections for insulin therapy.